Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experience "discomfort on the left side or lie flat and can feel every beat from device and pectoral muscle flexes every time heart device beats." The patient also noted running a low grade fever. Follow up concluded the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.